Event description:
It was reported to baxter that a patient control module (pcm) watch (connected with a basal/bolus infusor) overinfused during patient use in the hospital. The actual flow rate was unknown; however, after one day, the hospital evaluated this was overinfusion according to the scale of the housing (the amount of the remaining drug in the reservoir was lower than expected). The total fill volume was 60ml: morphine hydrochloride (10ml) and saline (50ml). The temperature and the height of the restrictor were unknown. The pcm was used only several times. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the pcm watch (attached to the infusor) was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The pcm watch produced functional results within the specification range. Note: the pcm watch is not a stand alone device; therefore, it must be used with an infusor for therapy. Reference FDA report # 6000001-2009-00897 for the medwatch which was submitted for the basal/bolus infusor which was associated with this incident.